Event description:
It was reported that while using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes that there was overfill. The following information was provided by the initial reporter: can you please provide the total number of boxes received and total number affected? (B)(4) were returned. Distributor reports defective product for cat 363083 lot 2321334.

Manufacturer narrative:
D tab was updated: device available for eval? Was updated to "yes" returned to manufacturer on was updated to 7.6.2023. H.6 investigation summary. Material #: [363083]. Lot/batch #: [2321334]. Bd received (B)(4) samples for investigation. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. The samples were visually inspected with no issues being identified. Additionally, (B)(4) retention samples from bd inventory were also evaluated. (B)(4) customer samples and (B)(4) retention samples were draw tested. All tubes were within specification limits. Draw testing of the samples and retentions do not reveal overfill. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode [overfill]. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes that there was overfill. The following information was provided by the initial reporter: can you please provide the total number of boxes received and total number affected? 2 boxes of 100 were returned. Distributor reports defective product for cat 363083 lot 2321334.

Manufacturer narrative:
E6. Initial reporter e-mail: (B)(6). H3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.